Event description:
It was reported that the patient never experienced any therapeutic effect from the pump that was implanted for seven years. It was stated that the pump was defective, "stuck out of patient's stomach" and was very painful. Patient couldn't be hugged because of pain and was sensitive to the touch of water from a shower. Patient had "large scars". The device was surgically removed and was with the patient, it was not returned to the manufacturer. Drug delivered via the device was morphine. Additional information has been requested from the healthcare provider, but was not available as of the date of this report.

Event description:
Additional information: early (B)(6) 2012, the patient reported horrendous pain because the doctors were putting in morphine but the patient was not getting any relief. The patient reported that they had this "hideous" pain pump that looked like a "tuna fish can sticking out of my stomach; the pump area was bruised for the entire time it was in my body." The patient reported that they could not wear normal clothing for seven years. The patient reported that the morphine was not going to the area where it could help the patient with pain tolerance. The patient indicated that the pump had been explanted and they elected to keep the device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had "huge" scars on their stomach that did not heal correctly and need to be fixed. The patient reported "yellowing of the skin" from damage occurred to the liver from taking oral medication. It was said; the patient needed further surgery and was considering another medical device.

Event description:
Additional information reported that the patient had "two unnecessary surgeries" related to the previously reported pump issue. It was suggested that the reported problems were not related to the pump's battery. The battery was "still beeping, every few minutes." The patient experienced pain when "anything" touched the implanted pump. A dye study was performed after the morphine in the pump "didn't go where it was supposed to go." Under fluoroscopy, the needle and the tube could be traced, but the dye "went somewhere." The patient was to have a "further surgery, soon," due to the level of pain. It was noted that there were no anomalies in the design history record (DHR) associated with the patient's device. The DHR did not contain data potentially or directly associated with the issue. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Catheter model: 8709, (B)(4), implanted: (B)(6) 2003, explanted: unk.

Manufacturer narrative:
Corrected the manufacturer name and address. The initial report was filed as manufacturer report # 3007566237-2011-09138. Additional review indicated the correct manufacturing site was site # 6000030.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was currently bedridden and could not get up due to the pain. The pump was still beeping.

Event description:
It was later reported that the patient was trying to get better pain management.

Event description:
Additional information received reported the patient wanted a list of serial numbers for ¿the pain pumps that did not have a propellant.¿ no further information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that patient had mistakenly touched the pain pump while they were shopping, a scream came out of the patient and tears came out of the patient's eyes even though they were not crying. It was reported that the patient had seven years of increased pain, suffering and reduction in the amount of activity they could do instead of getting an increase in what they could do. It was reported that the patient had to be transported to the hospital by ambulance many times when they were in the process of finding a new doctor after moving. It was noted that patient could not tolerate their pain without constant morphine medication. Patient had titanium rods in their spine that allowed them to walk, these rods were placed after patient spent months in a body cast and traction. It was noted that patient could feel the titanium rods; it had hurt the patient and would bring tears to the patients face even though they were not crying. It was stated that patient could only walk with the aid of forearm crutches. It was also noted that patient had gone through many years of "severe depression, which at times required hospitalization." Additional information reported that patient's new doctors have indicated patient would be a good candidate for a pain pump and a spinal cord stimulator. Patient had started the process of the psychological exams.

Manufacturer narrative:
(B)(4).